Event description:
The needle on the top of the scooter goes down and the scooter stops. The battery charger is working and the battery seems to be ok but the scooter stops. The supplier of the scooter no longer carries this model and will not fix it. The scooter is 5 yrs old without the scooter rptr cannot get around.